Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. Upon insertion of the esophagogastroduodenoscopy (egd) [endoscope] with cuff for mbl-6, the cuff [barrel] fell off (barrel detachment) at the mid-esophagus which prompted immediate removal from the endoscope. Then reinsertion [of the endoscope] was done; [the user] tried to deploy the band but it fell off (premature band deployment) from the inside of the barrel instead. [This occurred] twice. Two (2) bands fell off which did not properly hold into the varix. Additional information was received on 05-may-2019: the band was not deployed yet, the barrel got removed from the endoscope. At least the [trigger] cord was intact, so it did not fall off from the endoscope. It was still attached. The patient was actively bleeding during the procedure the procedure has a hypotensive episode so a blood transfusion was done. The endoscope was removed three times. The first was for visualization, the second due to the failure of the new band ligator, and the third to use the old band ligator that was previously the set of the patient. Additional information was received on 12-may-2019: the preloaded two (2) bands automatically fell off (premature band deployment) while positioning to the targeted esophageal varix. It was not deployed yet. Pre-procedure, the patient was known to have episodes of active bleeding, thus, prompted the procedure. However, the failure of the device contributed to the bleeding profusely resulting in hypotension. Below is a summary of cook's interpretation of the event: during an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. After insertion of the endoscope into the patient, the barrel separated from the endoscope, but was held on by the trigger cord, at the mid-esophagus. In addition, two (2) bands prematurely deployed. The endoscope and device were removed and then reinserted into the patient with an old band ligator set of the patient's. The patient was actively bleeding during the procedure and had a hypotensive episode so a blood transfusion was done. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient required a blood transfusion due to this occurrence. According to the initial reporter, the patient experienced bleeding and a hypotensive episode due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm barrel detachment but confirmed the report based on premature deployment of bands. The loading catheter, trigger cord, three (3) prematurely deployed black bands, empty barrel, two-way handle and irrigation adapter were returned. Three (3) bands were not included in the return. The two-way handle was returned in the two-way position. During a functional test, the barrel was loaded onto the end of an olympus gif-140 scope with a 9.8 mm outer diameter. The barrel fits snugly on the end of the endoscope without detachment. During a visual examination, the trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided with this report indicated the endoscope used with this device was a fujinon 4g 403k044. We were unable to determine the outer diameter of this endoscope. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. In addition, the mbl-u-6-f device is recommended with the endoscope used. Use of the device with an incompatible endoscope could have contributed to the reported observation. The instructions for use state under system preparation: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to: "lubricate endoscope and exterior portion of barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use state: "caution: do not place lubricant inside barrel." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use state under precautions: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. Upon insertion of the esophagogastroduodenoscopy (egd) [endoscope] with cuff for mbl-6, the cuff [barrel] fell off (barrel detachment) at the mid-esophagus which prompted immediate removal from the endoscope. Then reinsertion [of the endoscope] was done; [the user] tried to deploy the band but it fell off (premature band deployment) from the inside of the barrel instead. [This occurred] twice. Two (2) bands fell off which did not properly hold into the varix. Additional information was received on 05-may-2019: the band was not deployed yet, the barrel got removed from the endoscope. At least the [trigger] cord was intact, so it did not fall off from the endoscope. It was still attached. The patient was actively bleeding during the procedure the procedure has a hypotensive episode so a blood transfusion was done. The endoscope was removed three times. The first was for visualization, the second due to the failure of the new band ligator, and the third to use the old band ligator that was previously the set of the patient. Additional information was received on 12-may-2019: the preloaded two (2) bands automatically fell off (premature band deployment) while positioning to the targeted esophageal varix. It was not deployed yet. Pre-procedure, the patient was known to have episodes of active bleeding, thus, prompted the procedure. However, the failure of the device contributed to the bleeding profusely resulting in hypotension. Below is a summary of cook's interpretation of the event: during an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. After insertion of the endoscope into the patient, the barrel separated from the endoscope, but was held on by the trigger cord, at the mid-esophagus. In addition, two (2) bands prematurely deployed. The endoscope and device were removed and then reinserted into the patient with an old band ligator set of the patient's. The patient was actively bleeding during the procedure and had a hypotensive episode so a blood transfusion was done. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient required a blood transfusion due to this occurrence. According to the initial reporter, the patient experienced bleeding and a hypotensive episode due to this occurrence.